Event description:
Interrogation report observed possible rv under sensing. Rv sensitivity >0.6mv. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).